Manufacturer narrative:
Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "spontaneous right breast implant rupture." The device remains implanted.